Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the insulation on the right ventricular (rv) lead was damaged during a routine device change out. All pacing values were stable. It was noted that the physician did not want to add another lead since the patient already has four leads implanted due to previous pacemaker. Physician placed medical adhesive over the rv lead insulation in question. The lead is still in use. No patient complications were reported as a result of this event.